Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was used in the colon during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the images flickers when angulating the scope. The anatomy of the patient is not visible in the center image when the image flickers. Another fuse 1c colonoscope was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Device code 1304 captures the reportable issue of center image lost. A fuse 1c colonoscope was returned for analysis. A functional evaluation was performed and the reported image loss was confirmed due to an electrical fault with the charge couple device (ccd) circuit. The ccd was replaced to resolve the issue. The observed damage to the returned device is consistent with component failure. Therefore, a review and analysis of all available information indicated that the most probable root cause is cause traced to component failure. The repair history was reviewed and nothing was found to indicate a possible service-related cause for the complaint.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was used in the colon during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the images flickers when angulating the scope. The anatomy of the patient is not visible in the center image when the image flickers. Another fuse 1c colonoscope was used to complete the procedure. There were no patient complications reported as a result of this event.